Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 29 mmol/l at the time of incident. Customer¿s current blood glucose level of 23 mmol/l. The customer feels ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The reservoir was not returned for analysis.